Event description:
It was reported that during a thyroid procedure the inner core was broken. Changed to another device to complete the surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. D4 batch #: u93d4p. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the was received with the end cap dislodged from the housing. No functional testing could be performed due to the device receiving condition. The handpiece was disassembled to verify the condition of the internal components, and no anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loose the disposable device from the handpiece.